Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs ipg would no longer communicate with any external devices and the patient programmer displayed an error message reportedly, the patient last recharged and felt stimulation several months ago. Subsequently, the sjm representative met with the patient and confirmed the ipg was inoperable. As such, surgical intervention was undertaken during which time the ipg was explanted and replaced with a new model.